Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 457453 lead implanted: 2014-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrocardiogram (egm) detected an arrest for about 5 seconds. When the patient lay down and changed posture at night, the patient felt lightheaded. Chest x-ray photo showed that lead was slightly pulled but data showed no anomaly that fixation was removed from thoracic region. During the patient device check, while the patient was laid back with head turned towards right side, the right ventricular (rv) lead pacing threshold increased. It was noted there was pacing failure detected at high output. The lead was repositioned. No further patient complications have been reported as a result of this event.